Manufacturer narrative:
Date of event: only month and year are known. This report is for an unknown end caps: tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient was found to have a post-op intramedullary infection. The patient received an implant on (B)(6) 2020. Approximately, one (1) month after the implant procedure the infection was noted. The patient is undergoing conservative hospitalization. The patient was reported as stable and remains hospitalized. Concomitant devices reported: screws: locking: trauma (part number unknown, lot unknown, quantity 1), 9mm ti cannulated tibial nail-ex/285mm-sterile (part number 04.004.337s, lot 9902176, quantity 1). This report involves one (1) unknown end caps: tibial nail. This is report 3 of 3 for (B)(4).